Event description:
Boston scientific crm received information that this left ventricular lead dislodged. Upon repositioning the lead, it dislodged again due to the patient's vessel anatomy. The lead was explanted and replaced with a new lead. No adverse patient effects were noted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. The helix j fixation mechanism was visually inspected and no anomalies were found. Laboratory testing was unable to confirm the clinical observations as dislodgements cannot be confirmed with laboratory testing.

Manufacturer narrative:
Should this lead get returned, it would be analyzed.